Event description:
The customer reported that the system displayed an ad channel 10 failure error message. This means the analog-to-digital channel failed during system start-up. This error would prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.